Manufacturer narrative:
A getinge field service engineer (fse) investigated and found that the power supply was defective upon installation. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the iabp unit had a power supply that was found to not be working. This was an failure upon installation on a demo unit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, reported that due to technical issues which they cannot be resolved, the defective part will not be able to be sent back for failure investigation. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported by a getinge field service engineer (fse) that when a brand new power supply was tested in their demo iabp, it was found that the brand new power supply was not working. There was no patient involvement, and no adverse event reported.